Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro-dislodgement however the lead remained in the ventricle. It was noted that the rv lead had dislodged after implant requiring a revision and rising to high threshold measurements since implant over a two-year span. It was also noted that the rv lead showed intermittent capture at full output and no pacing. It was further reported that the lead had loss of capture and under-sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.